Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, an effusion occurred. During the procedure, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed which stabilize the patient; the patient is in the ICU with a drain in place. There were no performance issues with an abbott devices.